Manufacturer narrative:
The olympus service center found pin deformation. Additionally, there were scratches on the touch panel. The deformation was likely due to physical stress (handling problem). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis exera ii video system center had a video connector issue. Upon inspection and testing of the customer returned device, it was observed that an error occurred due to a connector pin deformation. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, since video connector pins were deformed. A communication failure likely occurred, due to contact failure, resulting in error e226. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received, regarding the event: the issue was discovered, before a therapeutic laparoscopic colectomy. The procedure was completed by exchanging equipment. There was no delay. The device was inspected before use.